Event description:
It was reported that during a ptca treatment procedure the quantum maverick monorail balloon ruptured at 12 atm's on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified lesion in the mid-lad coronary artery. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.